Event description:
It was reported that the pt has expired in 2008, after an implant duration of 10 days due to unk reasons. It is unk if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.